Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing more back pain. It was also noted that patient was not getting pain relief with the past programming. Upon lead interrogation, it was determined that the patients right lead had high impedances and was almost completely out of place. The patient underwent a lead replacement procedure and was doing well postoperatively.